Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Healthcare professional reported a left-side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on patch/shell bond edge side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive (shell thickness within specification). Additional observations: ¿ observed creases on the device.

Event description:
Device has been explanted.